Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion and priming tests. The insulin pump was received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The drive support disk was inspected and no anomaly was present. The insulin pump was received with broken belt clip slot, scratches on the lcd window and cracked reservoir tube lip.

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 449 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer advised the motor error alarm occurred during bolus delivery. Customer received motor error alarm more than once in a 30 day period. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.